Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system stopped producing x-rays during a procedure. No pt injury was reported.